Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called in to request assistance in clearing data due to a lag at 90% when he requested a bolus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they needed to have assistance with deleting the data because it was taking about 3 minutes to bolus and they were "wigging out" because they were not able to bolus. The patient then confirmed they were able to bolus and the ptm (personal therapy manager) was showing the expected lockout. The agent assisted the patient with deleting the data and the patient was able to connect to the pump with no lag and the ptm was showing the expected lockout time. The patient stated they ¿were not getting the boluses", so the agent asked if they were getting any error codes or unexpected lockouts, and the patient stated that they could not describe what they meant and they would call back if they needed further assistance. The patient called again on 2026-mar-09 stating that the screen was getting stuck at 90% and when they ¿take a bolus it keeps moving back". The agent assisted the patient with deleting the data after which the patient was able to connect to pump without a lag. The patient was going to call back if further assistance was needed. The patient reported that the pump was delivering fentanyl.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug used for non-malignant pain . It was reported that the patients handset for the past couple of weeks when they go to bolus the handset will go to 90% and it will take 7-8 min before it gives a bolus. Agent reviewed data and assisted patient in deleting the data. Patient will call back if they need further assistance. Patient called back the next day reporting that the called yesterday as the handset was lagging at 90% and the issue was fixed yesterday, however the handset was starting to lag a little bit again at 90% for like 30 seconds. Agent reviewed and guided the patient through clearing the data.

Event description:
Additional information was received from the patient reporting they were having the issue of when requesting a bolus it was taking a long time an confirmed handset lags at 90% agent reviewed data and assisted patient in deleting data. Patient was able to connect to the pump with no lag at 90%. Patient would call back if they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient regarding their external device. The patient reported their lag issue was ongoi ng/recurring. When connecting to their myptm (my personal therapy manager application) it would lag at 90% and it took too long. The patient noted they have had this issue before and they got it fixed a couple times by calling patient services one time, and another person helped them probably a week ago. During the call, the agent walked the patient through clearing data and the patient closed all applications. The patient was able to connect to their myptm with no issues. The patient will call back if further assistance is needed. Additional information was received 2026-apr-23 from the patient regarding their external device. The patient reported a connection lag issue in getting a bolus. The agent reviewed data and assisted the patient in deleting the data. When asked to connect to their myptm, the patient mentioned they were charging their communicator. The agent was unable to confirm the handset application version. The patient would call back if they need further assistance.